Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: product code #: 310.250 synthes lot #: l839750 manufacturing site: werk bettlach release to warehouse date: 08may2018 a manufacturing record evaluation was performed for the non-sterile article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that blades for the drill bit ø2.5 l110/85 2flute f/qc are dull. The observed condition was consistent as an end-of-life indicator for the device. No other issues where identified. After a visual inspection, it is determined that the reusable instrument device is dull from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the drill bit ø2.5 l110/85 2flute f/qc would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. It was determined that the reusable instrument is dull from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: gfa, hsz, and gff. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Part # 310.250 lot # 21p7733 manufacturing site: (B)(4). Release to warehouse date: 11.11.2019 expiry date: n/a. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Investigation summary: the complaint device (drill bit ø2.5 l110/85 2flute f/qc) was not received for investigation. A photo investigation was performed based on the photo. The image was reviewed, and the complaint condition is not confirmed. After the review of the photo provided, it was not found any defect on the drill bit ø2.5 l110/85 2flute f/qc. Photo provided has not enough quality and does not provide enough information to detect and confirm bluntness or dullness on the bit. A definite assignable root cause could not be determined based on the provided information. As the device was not returned, and as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6)as follows: it was reported that on (B)(6), 2021, during a procedure the drill bits were found to be blunt. There was no surgical delay. The procedure was successfully completed. There was no patient consequence. This report involves one (1) 2.5mm drill bit/qc/gold/110mm. This is report 1 of 2 for (B)(4)..

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9, h3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.